Event description:
It was reported that at scheduled follow-up, the lead exhibited noise. No therapy was delivered. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient was seen again for follow-up in (B)(6) 2011. Noise was still seen with no therapy delivered. X-ray was inconclusive. Physician elected to cap and replace lead.